Event description:
It was reported, the pt's device was removed due to infection. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.